Event description:
I had the essure procedure done in (B)(6) 2011. I am having severe abdominal pain. It feels as if something leaning on my bladder. I have reported it to my ob-gyn doctor on monday, (B)(6) 2013 and called her again this morning. I also reported abdominal pain to my internal medicine doctor on monday, (B)(6) 2013. He asked me to follow up with my ob-gyn and I have. I am waiting to talk to her to see what my options are. I do believe I am having these problems from the essure procedure and wanted to bring it to the attention of the FDA.